Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the handpiece overheated and thought that the console was causing this as console was not working properly. There was a low probability that the handpiece was the issue. There was no delay and no adverse effect/patient impact due to the delay. The console was replaced to complete the case. There was no patient impact.